Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model# was not provided.

Event description:
A (B)(6) customer ran blood glucose tests on the contour next and the contour next usb. The readings were 64 and 280mg/dl, respectively. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. There was no evidence of an adverse event. The customer was advised to return the strips for evaluation.